Event description:
Prior to deployment of the excluder trunk-ipsilateral device, the physician omitted the step of pulling back on the introducer sheath. With some effort he was able to finally pull off the sheath. However, the device was no longer in the correct position. It had moved approximately 4 - 5 cm distal to the renal arteries and thus, inadvertently covered the right internal iliac artery. The left internal iliac artery did not get covered and remained patent. The physician advanced another trunk-ipsilateral component into the first device and positioned and deployed this device just below the renal arteries as intended. The procedure was successfully completed with the use of hte intended contralateral device. There was no adverse outcome for the patient. No allegation of deficiency was made regarding any of the excluder devices used in this case.